Manufacturer narrative:
Beckman coulter field service engineer (fse)evaluated the system. Service discovered an ise valve caused the issue with the high results. The fse replaced the ise valve assembly to resolve the issue. (B)(4).

Event description:
The customer's au5800 clinical chemistry analyzer generated erroneous high ise( ionic selective electrolytes) results for multiple patient samples. There was no impact to patient treatment. The result was not reported outside the lab. Quality control was within specification prior and after the event.